Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using hemostar. During a hemodialysis treatment in the catheterization room of the nephrology unit, a long-term catheter was being implanted into the right internal jugular vein. While inserting the needle, continuous air aspiration occurred, preventing rapid vascular access. Upon inspection, a fracture was identified in the plastic portion of the needle. The puncture site was relocated, and the procedure continued without reported adverse effects. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported air/gas in device and needle fracture issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (component, method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using hemostar. During a hemodialysis treatment in the catheterization room of the nephrology unit, a long term catheter was being implanted into the right internal jugular vein. While inserting the needle, continuous air aspiration occurred, preventing rapid vascular access. Upon inspection, a fracture was identified in the plastic portion of the needle. The puncture site was changed, and the procedure was completed successfully without reported adverse effects. There was no reported patient injury.